Event description:
The surgery was a one level fusion where the set screw of the speedlink transconnector stripped. As the surgeon was trying to bend it, the set screw torqued and fell into the surgical wound. It was removed without further incident and the surgeon completed the surgery. There was no harm to the pt, and a minimal surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending.